Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 170175: 60 items manufactured and released on (B)(6) 2017. Expiration date: 2022-06-20. No anomalies found related to the problem. To date, 53 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to peri-prosthetic fracture of the bone 12 days after primary. Left side.